Event description:
A (B)(6) old male patient called zoll customer support to report that the belt wires had pulled completely out of the vibration box. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged electrode belt cable) has been confirmed. Upon investigation the trunk cable was completely pulled from the distribution node (dn) and wires were exposed. The root cause of the damaged cable and exposed wires could not be positively identified but was likely excessive force. No adverse event resulted from the damaged trunk cable and exposed wires. The patient received a replacement electrode belt.